Event description:
On (B)(6) 2012, the customer reported that this right atrial (ra) lead pacing impedance measurements were reportedly trending downward. Additionally, oversensing of ra noise was observed, with inappropriate atrial tachy response (atr) mode switches. The ra lead was reprogrammed to unipolar and the pt implanted with this lead reportedly feeling "funny." A lead revision procedure was scheduled. Then on (B)(6) 2012, the customer updated report as follows: this right atrial (ra) lead pacing impedance measurements were reportedly trending downward, ultimately reaching less than 200 ohms. Additionally, oversensing of ra noise was observed, with inappropriate atrial tachy response (atr) mode switches. The ra lead was reprogrammed to unipolar and the pt implanted with this lead reportedly feeling "funny". A routine device changeout procedure was performed, where this ra lead was surgically abandoned (capped) and replaced. No adverse pt effects were reported during the procedure.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.